Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing noise episodes. It was noted that a right ventricular (rv) lead integrity warning occurred with high sensing integrity counter (sic) and high non-sustained episodes. The source of the noise sensing seemed to be related to the patient condition. A site visit with the patient revealed a little baseline noise with external electronic sources turned off. It was suspected that the noise correlated with the patient moving and therefore was caused by muscle electromagnetic interference. The device was reprogrammed to increase the sensitivity. The device remains in use. No patient complications have been reported as a result of this event.